Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2011 and a mesh was implanted. The patient experienced pain, erosion of internal bodily tissue and other injuries following the procedure. It was also reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. This is one of two medwatches being submitted as two devices were involved in this event. See also medwatch 2210968-2013-06744. The same patient is represented in each medwatch.

Manufacturer narrative:
(B)(4). It was reported that on (B)(6) 2011 the patient underwent partial mesh removal.

Manufacturer narrative:
(B)(4). It was reported by an attorney that the patient underwent a gynecological procedure on (B)(6) 2011, and a mesh was implanted. It was further reported that the patient underwent an operation on (B)(6) 2012, due to pelvic pain and pelvic adhesions. It was reported that the patient had diagnostic laparoscopy with unilateral tubal ligation, ovarian cystotomy and biopsy of a left peritoneal abnormality with cautery on (B)(6) 2013, due to undesired fertility, left ovarian cyst and left peritoneal abnormality. It was reported that patient underwent vaginal hysterectomy, high uterosacral (extraperitoneal) vaginal vault suspension, attempted sacral spinal suspension on (B)(6) 2014, due to pop. It was reported that patient underwent diagnostic laparoscopy with left ovarian cystectomy and lysis of adhesions on (B)(6) 2014, due to pelvic pain and a left ovarian cyst. No additional information was provided.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). It was reported that the patient underwent a gynecological procedure on (B)(6) 2011 and mesh was implanted concurrently with a cystoscopy and resection rectopexy due to rectocele, cystocele, pelvic organ prolapse, and stress urinary incontinence. The patient experienced pain and dyspareunia. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.